Event description:
Ous MDR - after an implantation time of about 44 months, shock impedance values outside the measurement value range were reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. During the analysis of the lead, several signs of wear could be noted; in particular, there was fraying to the rope conductor to the shock coil with fraying of the coating of the rope conductor 21 cm distal of the is-1 connector pin, and fraying to the rope conductor of the ring electrode 23 cm distal of the is-1 connector pin. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of this fraying are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors.